Event description:
It was reported that the lead exhibited noise. The noise was easily reproduced with patient movement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.